Event description:
Per the clinic, the patient developed pain, drainage and an infection at the implant site two weeks post initial implantation and was treated with antibiotics (type not reported) for a duration of two weeks (specific date not reported); however, the issue did not resolve. Subsequently, the patient was explanted and the wound was irrigated with antibiotics solution. It is unknown if there are plans to reimplant the patient as of this date of report.